Manufacturer narrative:
Patient identifier : (B)(6).

Event description:
It was reported the subject died. On (B)(6) 2021 , the subject underwent treatment with a 4.0 x 80mm, 135cm ranger drug coated balloon. The target lesion was 80 mm long, located in the left proximal popliteal artery and mid popliteal artery. Post dilatation was performed using a sterling otw, 5 mm x 80 mm as an adjunctive device to treat the target lesion, residual stenosis was unknown. On (B)(6) 2021, 17 days post-index procedure, it was reported the subject expired in an outlying hospital. A death certificate is not available, and it is unknown whether an autopsy was performed or not.